Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (456 mg/dl). Reportedly, the pump settings needed to be adjusted, and the contact is working with the customer's health care professional on the reported issue. A bolus was delivered to address elevated bg levels.